Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w90v, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturing representative reported that the lead would not advance into the battery. This occurred during a procedure. The set screw was backed out and the lead was lubricated with deionized water, but nothing worked. The lead wouldn't insert past the setscrew even when it was backed out. The lead did not look out of round (no edges were sticking out). Impedances were within normal range. The product was not implanted and a replacement product was used. The lead inserted fully into the replacement. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported that the lead would not advance into the battery. Received assistance from field representative and was able to fix issue .they had to open a second device to finish the case. They had no patient complication.

Event description:
Additional information reported that the lead would not advance into the battery. Received assistance from field representative and was unable to fix issue .they had to open a second device to finish the case. They had no patient complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) revealed difficulty is encountered when attempting to insert a known good lead into the connector port. Several of the weld pools on the connectors of the lead get stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The channel of the strain relief insert appears slightly angled and does not align with the opening in the #0 connector.